Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted and downloaded log files from the system controller; however, the alarm was not reproduced during testing. The heartmate 3 system controller (serial number (B)(6)) was returned to abbott burlington and a log file was downloaded. The submitted log file (labeled (B)(4)) and the downloaded log file from the returned system controller contained partially overlapping data spanning approximately 1 day ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured a backup battery fault active on (B)(6) 2021 at 2:01:18 to 2:01:19 due to an ebb circuit fault. The alarm resolved on its own immediately after 2 seconds of being active and pump speed was not affected. The returned system controller and was found to operate as intended during analysis. No backup battery was returned from the customer for analysis; therefore, no troubleshooting could be completed on the backup battery. The controller and operated in a mock circulatory loop with no issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without issue. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped to the customer on (B)(6) 2020. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿, covers all alarms (visual and audible), including backup battery fault alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient originally had frequent power disconnects in august. The batteries and clips were changed as directed at the time. On (B)(6) 2021 the patient experienced no external power and backup battery alarm at 2 am when he changed one battery to the mobile power unit (mpu). The alarms continued then the patient switched to the mpu fully and the alarms persisted until the patient changed back to the battery. The log file showed and intermittent weak connection on the mpu/controller black lead, which caused the series of no external power events. The log file showed the patient connected to the mpu 2 other times later in the log file without any issues. The controller was exchanged. Related manufacturer report number of mpu: 2916596-2021-06101.